Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced cloudy vision, very bothered by halos. The lens was exchanged for another lens model 06 months 29 days following the initial procedure. Clinical reason for explant was mentioned as non-conformity to lens. Additional information was received, there was no patient harm and patient issues were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicate the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal toric 23.5 diopter (1.50cyl), add power +2.2 & 3.2 lens model. Was replaced with a multifocal non-toric 22.25 diopter non-company lens. Due to the exchange of a toric lens to a non-toric lens, may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).